Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was elevated thresholds on both right ventricular (rv) epicardial leads. It was noted that one of the epicardial leads had fractured and the patient experienced pocket stimulation. During replacement surgery, the pin, from the fracture epicardial lead, came out of the lead and stayed in the adaptor when the set screw was loosened on the adaptor. Both epicardial leads were capped and replaced with one lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was abnormal impedance and failure to capture on the rv lead. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that after the patient had tricuspid valve replacement and atrial septal defect (asd) the pericardial leads were tunneled to the left prepectoral pocket. The patient then experienced complete heart block associated with severe symptomatic bradycardia. A check showed evidence of noise and undersensing on the rv lead, as well as the previously reported non capture and fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead trends showed an increase in impedance. The patient reported symptoms of near syncope and left arm muscle stimulation. A device check showed previously reported non capture and evidence of noise. Upon inspecting the distal rv lead pin appeared loose in the adaptor and pulling on the pin resulted in loss of capture. Further inspection revealed that the distal pin of the epicardial lead had disconnect from the rest of the lead resulting in a break. At which point, the decision was made to cap and replace the rv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had dislodged.